Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room (ER) due to acute heart failure symptoms and bradycardia with a second-degree av block. The physician interrogated the cardiac resynchronization therapy defibrillator (crt-d) and found only the left ventricular (lv) lead was providing pacing and the pacing threshold measurements for the rv lead were high at 5.5v. Other rv lead parameters were within normal values. A chest x-ray was taken to assess the lead integrity and to check for dislodgement; although no issues were visualized, lead dislodgement was still suspected. The rv lead pacing output was programmed to 10v to ensure capture and the patient was sent for a lead revision. During the procedure, a new, non-boston scientific rv lead was implanted and the chronic lead was surgically abandoned. It was noted the helix on the chronic lead was difficult to retract and the lead was difficult to remove, resulting in the lead being abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.